Event description:
It was reported that during an unspecified procedure there was difficulty tracking over the wire. The dt/5-2/5/75 was inserted and would not track over an unknown wire and it became stuck before entering the patient. The procedure was completed with a new balloon using the same wire. The patient status is listed as fine with complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)